Event description:
It was reported that this lead had high shock impedance. Boston scientific technical services (ts) provided troubleshooting actions, such as a commanded shock. No adverse patient effects were reported.

Event description:
It was reported that this lead had high shock impedance. Boston scientific technical services (ts) provided troubleshooting actions, such as a commanded shock. No adverse patient effects were reported. Additional information received indicated that a commanded shock was performed. The impedance was within range. The plan is to continue monitoring. No additional adverse patient effects were reported.